Event description:
This lead was explanted and replaced due to oversensing. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead was found cut approx. 7 cm distal to the is-1 connector pin. Two fragments of the lead of together 56 cm length were received for analysis. One fragment of nearly 5 cm length was missing. The visual inspection showed abrasion marks along the lead body. In particular, between 10 cm and 12 cm proximal to the lead tip the inspection revealed a rubbed through insulation. Based on the characteristics as well as the location of these damages, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of an interaction with a nearby lead. Diagnostic images clarifying this assumption were not available for analysis. Furthermore, the visual inspection revealed cuts in the insulation which occurred most likely during the extraction procedure. Blood penetrated the lead. During the electrical analysis, the dc resistances of the received conductor fragments were measured. No peculiarities were found. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.